Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration case, an embolization coil implant encountered high resistance during insertion and detached unexpectedly 2cm from the tip of the catheter. The coil was pushed into the blood vessel and successfully positioned using a guidewire. There was no reported injury or intervention.